Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedances. It was reported that the impedance values increased to values greater than 2000 ohms for three months before decreasing to normal values. Surgical intervention was performed and confirmed a secure connection. The lead was explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted that the distal end of the proximal spring electrode was separated from the lead body insulation and there were deformed conductor coils noted on the proximal end of the distal spring electrode. The damage observed was induced as part of the explant procedure. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.